Manufacturer narrative:
The device was not returned with the adhesive pad. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. Inspection of the download data from the received device confirmed that the pod generated an 0x9b alarm, indicating it had been more than 5 min after cgm deactivation without receiving pod deactivation command. No abnormalities were observed in the data. The investigation did not find any damages or defects that would contribute to a hazard alarm. The exact cause of the 0x9b alarm could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was observed to be kinked and stretched. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. Sp1a.210812.016.g975usqu9ixe1. Cloud - smartphone hardware. Sm-g975u. Cloud - cgm sensor type. G6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 24 and 36 hours on the hip/buttocks. The patient reported the pod's adhesive failed to adhere properly on their skin, and that the pod generated a hazard alarm. As treatment, a new pod was successfully applied.